Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally selected fill tubing and had to go through the load sequence once more. The customer's blood glucose (bg) level was 337mg/dl and a correction bolus was delivered to address the bg level.